Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had been receiving no delivery alarms on the insulin pump due to issues with the reservoir in the past. The customer also mentioned that there was a crack on the insulin pump that kept the reservoir from staying in the insulin pump. The customer's blood glucose was 300 mg/dl. Troubleshooting was done. The customer explained that the damage to the insulin pump was normal wear and tear. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with broken reservoir tube lip, missing reservoir tube o ring, cracked reservoir tube window, cracked battery tube threads and minor scratched lcd window.